Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations were not confirmed with analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited noise, oversensing, low amplitude, intermittent loss of capture, and low, out of range, pacing impedance measurement of 180 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Additional information received that 3 to 6 seconds of pauses were observed due to oversensing; however, the cause was not conclusively determined. The lead was surgically abandoned and the pacer was explanted. No additional adverse patient effects were reported.

Event description:
--